Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, it was found that a battery melted the upper housing of the device and the device was unable to power on with battery power. Complainant indicated that there was no pt involvement in the reported malfunction.